Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised screws came out of the bottom of the left back cane causing recliner gas cylinder not to compress.